Event description:
The customer reported the manual probe was not retracting and greater than one (1) milliliter of diluent leaked from the manual probe (diluent backwash) within the instrument involving coulter lh 780 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face protection during the event and while troubleshooting. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucus membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control plan in place. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered solenoid #24 was not functioning. The fse replaced solenoid #24 and resolved the manual probe retraction issue. The instrument conformed to the manufacturer's published performance specifications. (B)(4).